Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak" 50ml concentric luer lock syringe was found with the tip broke in a 3-way gravity infuser, during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: it has been received 1 used sample of 50ll without blister and 1 3-way gravity infuser for investigation. On visual inspection of the samples received it can be observed the tip of the syringe is broken and the thread damaged. The broken tip is attached to the 3-way gravity infuser. Ten retained samples of 50ll lot 1707259 are evaluated. On visual inspection of these ten retained samples, no damage or molding defect can be observed in any of them. DHR of lot 1707259 has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Luer lok tip is designed to ensure a complete connection between devices connected. All syringes of reference 300865 meet specifications for tips according to iso-594-1 and en-1707 regulations. On inspection at 10x it can be observed the tip resulted broken by user due to over-screw since the thread is damaged and the base of the tip shows it was pulled up as consequence of this over-screw. Tip and thread of the ten retained samples are verified with iso 594 reference gauges. The ten samples meet iso 594. Since no incidence has been detected in DHR review and no defect has been found in the ten retained samples evaluated, no manufacturing defect can be confirmed. Investigation conclusion: defect: damaged product tip broken by over-screw. It has been received 1 used sample of 50ll without blister and 1 3-way gravity infuser for investigation. On visual inspection of the samples received it can be observed the tip of the syringe is broken and the thread damaged. The broken tip is attached to the 3-way gravity infuser. Ten retained samples of 50ll lot 1707259 are evaluated. On visual inspection of these ten retained samples, no damage or molding defect can be observed in any of them. DHR of lot 1707259 has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process: visual inspection: printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift assembly: 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: 1 shelf-package per pallet. Luer lok tip is designed to ensure a complete connection between devices connected. All syringes of reference (B)(4) meet specifications for tips according to iso-594-1 and en-1707 regulations. On inspection at 10x it can be observed the tip resulted broken by user due to over-screw since the thread is damaged and the base of the tip shows it was pulled up as consequence of this over-screw. Tip and thread of the ten retained samples are verified with iso 594 reference gauges (#10-419/1 and #10-413). The ten samples meet iso 594. Since no incidence has been detected in DHR review and no defect has been found in the ten retained samples evaluated, no manufacturing defect can be confirmed. Equipment used for testing/investigation: instrument, calibration period. Iso 594 compliant reference gauge (tip) #10-419/1, 12-jan-2016 / 31-jan-2018. Iso 594 compliant reference gauge (thread) #10-413, 12-jan-2016 / 31-jan-2018. Microscope nikon #34-201, 25-jul-2017 / 31-jul-2018 root cause description: on inspection at 10x it can be observed the tip resulted broken by user due to over-screw since the thread is damaged and the base of the tip shows it was pulled up as consequence of this over-screw.